Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4) this solicited case, reported by a consumer via patient support program, concerned a (B)(6) male caucasian patient. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) (humalog) unknown formulation, via a reusable pen (luxura pen), 2 iu three times a day subcutaneously for the treatment of diabetes, beginning in (B)(6)-2015. On an unspecified date, he had taken previously insulin lispro and it had been tolerated previously. On an unspecified date, he was complaining from disturbance in blood glucose levels. On (B)(6)-2015, his rbg (random blood glucose) was high, several hours it dropped to 177 mg/dl. On (B)(6)-2015, the reading was so low (33 mg/dl). The event of blood glucose decreased was considered serious due to medically significant reasons. Reportedly, his luxura pen was clogged and needed to be replaced. The outcome for the events was not recovered. The corrective treatment was not provided. The status of insulin lispro therapy was not provided. The operator of the luxura pen and his/her training status was not reported. The general duration of use of the luxura pen and the duration of use of the suspect luxura pen were not provided. If device was returned, evaluation would be performed to determine if a malfunction had occurred. The reporting consumer did not provide a relatedness assessment between the events and insulin lispro or device. Update 22oct2015: upon review of the case on 22oct2015, the case was opened to update the medwatch fields for regulatory reporting.

Manufacturer narrative:
No further follow up is planned. Evaluation summary a consumer reported that a male patient's humapen luxura hd device "was clogged and needed to be replaced." The patient experienced increased and decreased blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring dose accuracy. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(6). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via patient support program, concerned a 4 year old male caucasian patient. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) (humalog) unknown formulation, via a reusable pen humapen luxura half dose (hd), 2 iu three times a day subcutaneously for the treatment of diabetes, beginning in (B)(6) 2015. On an unspecified date, he had taken previously insulin lispro and it had been tolerated previously. On an unspecified date, he was complaining from disturbance in blood glucose levels (product complaint (B)(4)). On (B)(6) 2015, his rbg (random blood glucose) was high, several hours it dropped to 177 mg/dl. On (B)(6) 2015, the reading was so low (33 mg/dl). The event of blood glucose decreased was considered serious due to medically significant reasons. Reportedly, his humapen luxura hd pen was clogged and needed to be replaced (product complaint 3475714/lot unknown). The outcome for the events was not recovered. The corrective treatment was not provided. The status of insulin lispro therapy was not provided. The operator of the humapen luxura hd pen and his/her training status was not reported. The general duration of use of the humapen luxura hd pen and the duration of use of the suspect humapen luxura hd pen were not provided. The device was not returned. The reporting consumer did not provide a relatedness assessment between the events and insulin lispro or device. Update 22-oct-2015: upon review of the case on 22-oct-2015, the case was opened to update the medwatch fields for regulatory reporting. Edit 03-nov-2015: pc number 3475707 was processed accordingly. Updated narrative with the pcs numbers (3475707 and 3475714). Update 12nov2015: additional information received on 12nov2015 from the global product complaint database added the device specific safety summary; updated the device to a humapen luxura hd; added the device was not returned; updated the medwatch and EU/ca fields; and updated the narrative.